Event description:
It was reported that the patient¿s lead and generator were explanted on (B)(6) 2015 due to a local skin infection that expanded and exposed the lead through the skin. Once removed, the device was sent to a lab for tests. The infection was located on the lead site at the left side of the neck. The patient had scratched the left neck multiple times which contributed to the infection. The suspected cause was due to a hair follicle infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.